Event description:
It was reported to boston scientific corporation that an rx biliary stent was used during a procedure on (B)(6) 2012 to replace an endoscopic retrograde biliary drainage (erbd) tube in the middle of the common bile duct. According to the complainant, during the procedure, resistance was met when the stent was attempted to be deployed and the inner guide catheter detached inside the patient. The detached portion of the guide catheter was retrieved using forceps. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Pictures of the complaint device were received from the customer and showed the guide catheter to be broken. The guide catheter was also noted to be stretched and the tips of the stent component were note to be flattened.

Manufacturer narrative:
Patient age and weight are unknown. It was reported the patient was over 18 years old. The reported event of guide catheter broken. The stent and delivery system were returned. Visual evaluation of the device revealed the guide catheter to be separated from the pull wire and the proximal end of the guide catheter to be stretched. No damage was noted to the push catheter. Both tips of the stent were collapsed, likely due to handling. The pull wire was retracted within the push catheter with no issues; however no further functional testing could be performed due to the condition of the device. The stretched and broken guide indicate excessive force was exerted on the device during the attempted deployment, likely due to procedural or anatomical factors encountered during the procedure (such as tortuous anatomy or maneuvering of the device). Therefore, the most probable root cause for this event is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A review of the device labeling and directions for use was also performed and no anomalies were noted.